Event description:
The tip of device has broken off inside the implant. Dr tried to retrieve tip for about 15 minutes, then stopped. Driver tip remains in pt's tibia. No adverse consequences have been reported with the pt as a result of this event. This device is used for treatment.